Manufacturer narrative:
The device was not returned for analysis. A review of the lot history and similar incident could not be conducted because the lot number was not provided. It should be noted that the proglide instructions for use (IFU), states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. Angiographically verify that the puncture is on the anterior wall of the common femoral artery. The puncture should be proximal to the bifurcation of the superficial femoral artery and the profunda femoris branch and distal to the inferior margin of the inferior epigastric artery. Additionally, it was reported that only one device was used to close 8.5f. It should be noted that the IFU states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. As the device was not returned, there is no evidence that the IFU deviation was the direct cause of the reported event. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The reported patient effect of pseudoaneurysm is listed in the proglide IFU as a potential adverse event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that venous closure of a right common femoral vein was attempted using a proglide device with an 8.5f sheath after a supraventricular tachycardia ablation interventional procedure. No angiogram and no imaging were performed. Reportedly, the proglide device failed to achieve hemostasis. The patient also had a 7fr sheath in right femoral vein that was reported to have had a stick through both artery and vein (arterial bleeding noted). Both sheaths achieved hemostasis via manual compression. The patient developed a pseudoaneurysm that was treated on (B)(6) 2020 with thrombin injection and resolved. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.